Manufacturer narrative:
D9 - date returned to mfg: 8/8/2024. Received ten (10) used. List #d1000, tego¿ connector, appx 0.05 ml; lot #13767999. This report reflects sample 8 (one of the three failed devices found in investigation. As received, two of the tego's (sample 9 and 10) had visual damage on the top seal, torn. S ample 8 had errant silicone adhesive near the post interface that resulted in an inability to slide of the post during luer activation and subsequent seal buckling that would cause occlusion during use. The other 7 samples had no physical damage or anomalies observed. Samples 1 through 8 were tested and performed per manufacture specification. Confirmed customer complaint on sample 8, 9 and 10 of high pressure and leaking, probable cause for sample 9 and 10, unknown. Sample 8, probable cause was that it had errant silicone adhesive applied during manual assembly in manufacturing. The probable cause of tearing on the top silicone seal on sample 9 and 10 is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The probable cause of the seal buckling on sample 8 is due to an inconsistent application of adhesive and/or lubricant during assembly in manufacturing. Could not confirm complaint on samples 1 through 7. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
D9 - date returned to mfg - (B)(6) 2024. E1 initial report came through: (B)(6).

Event description:
An event involving a tego¿ connector experienced disconnection. It was reported that the there was a disconnection on the tego. It was also noted that a high pressure and leaking blood was seen coming from the tego, both tego was removed again and replace but still getting high pressure alarm. It was also noted that the tego was removed and cvc line was flushed easily and noticed that there was broken silicon on the tego. It was noted that the event occurred on (B)(6) 2024 and there were 4 incidents. There was unknown patient involvement, and unknown human harm.